Event description:
Supplier states they came across a sealed catheter package with the tip cut off and another package with the tip sealed in with another catheter. None have been opened and they were noticed before they were dispensed.